Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings:a review of the pump¿s black box history showed evidence of short battery life illustrated with drastic voltage drops leading to cs 177 warnings and cs 128 replace battery alarms on 12/31/2014. Visual inspection revealed that the battery compartment was cracked on the side at the case seal. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no intermittent condition was found to the printed circuit or continuous glucose monitor module. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.